Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of impella 5.5 on (B)(6) 2025, that the patient was taken to cardiovascular operating room. 10mm graft was anastomosed to the right axillary artery, impella 5.5 attempted to be placed under fluoroscopy. Aborted due to suspected calcium within axillary artery. Impella cp was placed.

Manufacturer narrative:
The investigation for the delivery issue has been completed.: the cause of the delivery issue was determined to be patient condition as the patient most likely had calcium within axillary artery preventing successful delivery of impella

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety/clinical review. Medical safety/clinical reviewed the event. The patient was admitted for congestive heart failure exacerbation and supraventricular tachycardia, underwent cardioversion, and was initially transferred to telemetry. Due to worsening cardiogenic shock, the patient was cannulated for venoarterial extracorporeal membrane oxygenation (va-ECMO) on (B)(6) 2025 (4 days prior to impella support), subsequently weaned from vasopressor and inotropic support, had diuretics discontinued, and was supported with a femoral intra-aortic balloon pump (iabp). Four days later, escalation to impella support was planned. On (B)(6) 2025, the patient was taken to the cardiovascular operating room for implantation of an impella 5.5 (pump 1). A 10-mm graft was anastomosed to the right axillary artery, and impella 5.5 advancement was attempted under fluoroscopic. The procedure was aborted due to suspected calcification of the axillary artery, and the impella 5.5 was not implanted. An impella cp (pump 2) was subsequently implanted and following this implant, the patient became hypotensive with low mixed venous oxygen saturation (svo2). Dobutamine was initiated and escalated without improvement and was associated with arrhythmia, requiring multiple cardioversions. The right hand was noted to be dusky with low flow. The patient required multiple defibrillation shocks. Plans were made to escalate support with a left axillary impella 5.5, and the impella cp was explanted on (B)(6) 2025. An impella 5.5 (pump 3) was implanted and maintained through (B)(6) 2025. On (B)(6) 2025, nursing staff reported increasing vasopressor requirements, administration of multiple blood products and fluids, and concern for possible sepsis. Nephrology adjusted continuous renal replacement therapy (crrt). The following day on (B)(6) 2025, interrogation of the patient¿s implanted cardioverter-defibrillator revealed frequent episodes of atrial fibrillation with rapid ventricular response, requiring cardioversion with an external defibrillator. On (B)(6) 2025, the patient developed sustained ventricular tachycardia overnight, receiving one ICD shock and one external defibrillation at 100 joules, resulting in conversion to a paced rhythm. The patient received an amiodarone bolus and remained on continuous infusion. Labs revealed an elevated plasma-free hemoglobin of 189, increased from the prior day. Central venous pressure was reported as 10 mmhg, and the left ventricular pressure on the automated impella controller was reported as ¿31 mmhg, raising concern for possible impella positioning. Echocardiography was pending and possible impella pump repositioning (echo results and if the impella was repositioned are unknown; no further details were noted on this). Impella 5.5 and va-ECMO support were continued. Subsequently, impella support was withdrawn overnight. No additional details regarding the exact timing or circumstances of withdrawal or patient outcome were noted. Based on the information at hand, the aborted implantation of impella 5.5 (pump 1) was attributed to patient anatomy, specifically suspected axillary artery calcification. This a malfunction type of reportable event. The adverse events observed during impella cp (pump 2) with no device malfunction is a serious injury. Regarding impella 5.5 (pump 3) support, there were recurrent atrial and ventricular arrhythmias, rising plasma-free hemoglobin, and concern for possible device positioning were noted. There is not enough evidence to exclude the impella 5.5 pump 3 as an association factor to the patient's outcome. However, patient's underlying condition contributed most to the outcome (advanced heart failure progression). The event story involves three product complaints. Mpella 5.5 - MDR 1220648-2025-47536: malfunction. Impella cp pump 2 - MDR 1220648-2025-47828: serious injury. Impella 5.5 pump 3 - MDR 1220648-2025-48483: death. Related medical device reports: this impella 5.5 device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp pump 2 and impella 5.5 pump 3.